Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer reports error code 352.6700 on their 8120 (sn: (B)(4). Case resolution: - customer stated they had just replaced the rear case. - informed customer they possibly pinched the ribbon cable from the carriage block to the iui board, when installing the rear case. - also possible if not seated properly. - if cable looks good, they are most likely looking at an iui board issue. - provided part number. - recommended sending in for repair. - customer will move forward with inspecting ribbon cable. Ended call. (B)(4).